Event description:
It was reported that the patient presented to the hospital experiencing palpitations and shortness of breath. Upon device interrogation, it was noted that the pacemaker exhibited inappropriate magnet response. Programming changes was done to turn off the magnet response. The patient was in stable condition.